Manufacturer narrative:
Sota yoshimine; toshiki tanaka; junichi murakami; naohiro yamamoto; kazuhiro ueda; hiroshi kurazumi; kimikazu hamano. "Significance of staple height on air leak after wedge resection for pulmonary malignant tumor", issue #12, 2025, https://10.21037/jtd-2025-1751. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study assessed the impact of cartridge selection on the occurrence of air leaks after wedge resection for pulmonary malignant tumors. There were 145 patients included in the study from january 2012 to december 2024. Intraoperative oozing, slow bleeding at the edge of the staple line sometimes occurred, and intraoperative air leaks, failure to anastomose occurred in 20 patients, requiring a modified surgical procedure with polyglycolic acid (pga) mesh from another manufacturer and fibrin glue. Postoperatively, 2 patients required chest tube re-insertion for collapsed lung. Significance of staple height on air leak after wedge resection for pulmonary malignant tumor, toshiki tanaka, 2025, journal of thoracic disease.